Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that the patient developed a proximal type I endoleak. In 2006, a gore excluder aaa endoprosthesis aortic extender component was implanted and the proximal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.